Event description:
It was reported that the device had the charge-pak icon illuminated in the readiness display 2 months after replacing the charge-pak. There was no patient use associated with the reported event. Upon evaluation of the device, physio-control observed internal electrical leakage that has the potential to deplete the internal hybrid layer capacitor (hlc) batteries, which could inhibit the device's ability to provide defibrillation therapy, if necessary.

Manufacturer narrative:
(B)(4): physio-control evaluated the device and verified the reported failure. It was observed that the device displayed the charge-pak icon as well as the attention icon and that the charge-pak was the wrong one or was mishomed to the device.it was also observed that the device's analog pcb assembly caused the internal hlc batteries to deplete. Physio-control further evaluated the analog pcb assembly and determined that the cause of the reported failure was due to three electrically leaky filters, designators fl9, fl10 and fl11 located on the analog pcb assembly.the customer was provided with a replacement device under warranty.